Manufacturer narrative:
The manufacturer's sales representative visited the hospital and checked the device at biomed's office, but did not find recurring of the issue. Collected the device. Later that day, the rep checked the device again at sales office and found the touch screen inoperative. The v60 vent was sent to the international service center. The service tech was unable to duplicate the reported issue. Service technician recommended to replace touch screen as a preventive measure. Replacement completion schedule: pending customer's estimate approval.

Event description:
The international customer reported biomed found that touch screen did not operate during oxygen content setting change. Upper part of touch screen was functioning, but lower part was not operative at all. Had the touch screen calibrated, during the calibration device the unit became inoperative. There was no patient involvement.

Manufacturer narrative:
The service tech was unable to duplicate the reported issue. To prevent failure, touch panel was replaced. During the repair, the service technician also identified in the diagnostic event log occurrence of 'ventilator restarted due to anomalies detected during operation', and replaced the cpu board. Unit was checked overall, cleaned, run in tests and functional tested.